Manufacturer narrative:
Sensor 0m0006eaxl0 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, and no failure mode was observed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history report) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.no malfunction or product deficiency was identified.

Event description:
A caregiver reported a customer received the message "start new sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer suffered a hypoglycemic event, lost consciousness, and had a seizure. An unspecified blood glucose reading was obtained on an unspecified meter and the customer was treated with an "injection of glucose" by the daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer received the message "start new sensor" when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer suffered a hypoglycemic event, lost consciousness, and had a seizure. An unspecified blood glucose reading was obtained on an unspecified meter and the customer was treated with an "injection of glucose" by the daughter. There was no report of death or permanent injury associated with this event.